Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: it has been received 1 picture for investigation. Upon visual inspection of this picture it can be observed leakage between stopper ribs. No damage or molding defect can be observed in the syringe that could be related to the alleged defect and the stopper is correctly assembled to the plunger. Since lot number is unknown DHR review cannot be performed. During assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap.since lot number is unknown no retained samples can be evaluated. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Investigation conclusion: since lot number is not available, the root cause of the alleged defect cannot be determined.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with foreign matter. There was no report of injury or medical intervention.